Event description:
On 09/03/2025, it was reported that the user¿s ilet pump would not power on despite being placed on a functioning charger with a green indicator light. The user confirmed no visible cracks on the screen. A replacement device was arranged, and the patient reverted to backup therapy. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.